Event description:
The customer reported that the device failed to power up on battery power.

Manufacturer narrative:
The customer reported that the device failed to power up on battery power. The factory has not yet rec'd the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.